Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was poor sleeve function and blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there has been another little incident recently. It concerns the same complaint. The article concerned has been thrown out. I assume there will be no further investigation, but would still like it reported. Blood did not come into contact with the caregiver because gloves are worn." No further information provided.